Event description:
A female patient was admitted for carotid angiographic evaluation that revealed a 98% stenosis in the bifurcation of the right common carotid artery. The reference vessel was 9.0 mm in diameter. The lesion was described as eccentric, ulcerated, and severely calcified. The lesion was pre-dilated with a 4mm balloon at 6atm. An angioguard rx was advanced beyond the target site and the 6mm basket was successfully deployed. The target was pre-dilated. A 9.0 x 40mm precise pro rx stent was deployed in the target lesion, but the delivery system became caught on the stent and could not be retrieved. While attempting to retrieve the delivery system, the patient experienced a transient ischemic attack (tia) with symptoms of seizure, non-responsiveness, and left sided weakness. The tia was treated with anesthesia and mask ventilation. The delivery system was eventually recaptured by force. The angioguard was successfully retrieved. Upon inspection, there was no debris noted in the filter basket. The lesion was post-dilated with a 5 mm balloon to 8 atm with a 10% residual stenosis. The patient recovered fully within 24 hours with no residual deficit and was discharged the following day. This is one of two products involved with this adverse event in which associated manufacturer report number is 1016427-2009-00015.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.